Event description:
Patient with implanted heartware¿ hvad¿ system was admitted due to the 3rd gastrointestinal bleeding event (anemia with melena) in the setting of inr 2.3 and hemoglobin 7.2 despite lower inr goal 2.0-2.5 and lack of aspirin therapy. Six units of transfused blood were required. Endoscopic evaluation included esophagogastroduodenoscopy (egd) where no bleeding source identified, and colonoscopy finding blood throughout the entire colon. Heparin to coumadin bridge completed prior to discharge.